Manufacturer narrative:
In follow up with the customer on 02/16/2018, she indicated that she developed mastitis, for which she was prescribed an antibiotic. The customer stated that she has fully stopped using the breast pump and is only breast feeding, as it is easier than pumping. The customer indicated that the mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) via email that her pump in style advanced breast pump was leaking air and she had developed mastitis, though she did not report medical treatment.